Manufacturer narrative:
(B)(4). Batch # m54h8a. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. In addition, the cartridge had the swing tab in the locked position and the proximal two drivers up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The instrument was tested for functionality with a test cartridge reload and it performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.